Event description:
A pt reported blood glucose results of "80 mg/dl and 400 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The ccr walked the pt through two blood glucose tests and obtained results of "142 mg/dl and 155 mg/dl" with a lifescan meter, performed within 10 minutes of each other.